Event description:
The lead was returned from an unknown source with no information provided. Information identified in the manufacture database noted the patient was deceased and died approximately two years after implant. The lead was analyzed and subsequently tested out of specification. Cause of death will be requested.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment to the lead was returned and analyzed and the primary finding was the outer insulation had breached environmental stress cracking. In addition the proximal conductor was distorted; the outer insulation had cosmetic environmental stress cracking, was cut, and had cosmetic depression. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.